Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of rsd/causalgia-complex regional pain syndrome. It was reported that the patient had a revision in 2011 due to coverage and when the surgeon went in they didn't see any lead issues do they replaced the ins instead. No further complications were reported or anticipated.